Manufacturer narrative:
This lead is expected for return. This report will be updated upon the completion of the investigation. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to insulation damage. Additionally, the patient was experiencing intermittent twitching during rv pacing. Diagnostics were reviewed, and additional testing was performed. An x-ray was taken, and confirmed the insulation damage. This lead is expected for return. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to insulation damage. Additionally, the patient was experiencing intermittent twitching during rv pacing. Diagnostics were reviewed, and additional testing was performed. An x-ray was taken, and confirmed the insulation damage. This lead is expected for return. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned in two segments; severed 11 cm from the terminal end. Visual inspection showed damaged insulation (abrasion) 28-cm from the terminal pin, which exposed conductors. Additionally, visual inspection showed the eptfe (gore) covering on the shocking coil was abraded through, 58-cm from terminal end. The insulation abrasion is in the clavicle area. The insulation damage allegation was confirmed, based on the observation of damaged insulation (abrasion) 28-cm from the terminal pin, which exposed conductors.